Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) found the problem with pressure cable. Run the unit on trainer and demo balloon, found pressure graph is available. Customer is requested to change the pressure cable. Unit is working okay.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted once all information is available, and the investigation is complete. Complaint ID (B)(4). Due to character restrictions in block e1: event site name: (B)(6).

Event description:
It was reported by fse prior to use that cs300 intra-aortic balloon pump (iabp) unit not detecting pressure. There was no patient involvement.